Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) and increase in impedances on the right atrial (ra) channel. The patient was in hospital for unrelated reasons. The impedance measurements were at 2292 ohms. The plan was to have lead revision soon. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted due to infection and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) and increase in impedances on the right atrial (ra) channel. The patient was in hospital for unrelated reasons. The impedance measurements were at 2292 ohms. The plan was to have lead revision soon. This device remains in service. No adverse patient effects were reported.